Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure the patient¿s blood pressure dropped and no cardiac silhouette movement was observed on fluoroscopy. Cardiac tamponade was then confirmed by ultrasound catheter. Pericardiocentesis was performed to drain two liters of blood from the pericardial space. The patient was then transferred to the operating room for cardiothoracic (CT) surgery. The sternotomy revealed a one-inch tear in the roof of the left atrium. The surgery was successful, and the patient status was stable. There¿s no indication that extended hospitalization was required. The physician gave no indication that bwi products contributed to the patient event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.